Event description:
It was reported that pump displayed malfunction alarm labeled malf 0 with fault ID available before customer contacted support, and no other notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction alarm appeared again.